Manufacturer narrative:
One used sample was returned and examined. Upon pressurization, the cuff was found to have a small tear located where the cuff is bonded to the tube. All inflated air immediately escaped through the tear; the cuff was not able to be inflated. Manufacturing does a 100% inflation test of the cuffs and had the tear been there at the time it would have been detected and scrapped. There was no evidence found to suggest the event was caused from a intrinsic defect in the product.

Event description:
A report was received stating that the listed tracheostomy tube was found leaking at the cuff immediately upon use. An exchange of the tracheostomy tube was required. Use facility reported the leaking was caused by a hole in the cuff, which was observed after device removal. No permanent adverse effects to pt reported.